Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had smart remove manager malfunctioned. Fridge was locked and failed to be recovered. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) responded to the customer report that the smart remote manager¿s door hasp had fallen off. Installed a new door hasp on the device successfully. The system functioned as intended after the field service engineer resolved the issue.